Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was equipped with the old-version power switch and it was stuck in the depressed position. The power was not supplied to the unit when the cord was plugged in. Additionally, a worn out socket slider switch was found and causing intermittent use of high intensity mode. A scratch was found on the top cover. Dents were noted in the front panel, and a non-olympus lamp had been installed and was giving a reading of 100+ hours. It is strongly recommended that the customer replace this 3rd party lamp with an olympus-approved model for optimal performance. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button on his olympus evis exera iii xenon light source was decompressed in and stuck in that orientation during procedure preparation. According to the initial reporter, the intended procedure was complete with another clv-190 unit. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the power switch was stuck in position due to the amount of force applied to the power switch and the number of pressing exceeding the original assumption made at the design phase. Olympus will continue to monitor field performance for this device.